Event description:
Pt hospitalized for hyperglycemia. Pt had multiple episodes of hyperglycemia. Discussion with pt revealed that pt's technique may have been cause for the hyperglycemic events. Pt instructed in proper technique and necessity to change system components more regularly.